Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery's indicator light was not working. The site exchanged the battery with no reported patient consequences.

Manufacturer narrative:
The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. One controller (con) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at the bench level during failure analysis. The batteries gas gauge was not functioning as expected; only 3 of the 4 bars were working and illuminating properly when the lights would activate. It was found that the fpc or flexible printed circuit that connects the external leds to the internal circuitry and the push button, had a ruptured trace that was inducing an intermittent path. The gas gauge was replaced with a known working one and the results revealed that the battery was able to display all gas gauge bars correctly. A possible root cause for this phenomena could be a faulty component within the battery that malfunctioned. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.